Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. The customer blood glucose level was unknown. Customer stated that leak at past second o-ring. Customer noticed leak during filling insulin inside reservoir. Customer stated that problem occurred with multiple reservoirs. The devise will not be returned for analysis.